Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the failure mode. The device inspection revealed the following: visual inspection: the device received shows traces of intense and abnormal usage. The pegs at the tip of the driver are deformed and worn. The deformed pegs show typical signs of a forced, plastic deformation due to over load with evident material displacement. All the pegs and the adjoining areas show scratches and dents. The threads in the inner rod are also worn and deformed with the overall rod appearing to be significantly bent. This indicates an unintended usage of the lag screwdriver with high torque application.severe deformation visible on the pegs and the threads. The distal portion of the inner rod appears to be bent. The microscopic view of the threads confirms plastic deformation due to high stress. A pre-damaging of the instrument in prior surgeries could not be excluded as a possible contributing factor. Based on the investigation the root cause was attributed to a user related issue. The failure was caused by due to disproportional force and/or bending stresses by levering the instrument. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Malfunction is usually found during functional check which is required per the brochure. A review of the labeling did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
Loan set for the gamma nail was sent out to customer on monday for an operation on monday evening. The lag screw inserter was broken (screw threads damaged and tip is not straight anymore). Placing of the nail was not possible with this instrument. The hospital chose to remove the nail and used a system from a competitor to complete the surgery. Surgical delay between 30min-1hour.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Loan set for the gamma nail was sent out to customer on monday for an operation on monday evening. The lag screw inserter was broken (screw threads damaged and tip is not straight anymore). Placing of the nail was not possible with this instrument. The hospital chose to remove the nail and used a system from a competitor to complete the surgery. Surgical delay between 30min-1hour.